Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and showing critical override mode. A technical service specialist contacted the customer, the customer stated that local it had intermittent network outages and provided event viewer logs and critical override list for further investigation with local it. Customer informed that issue was resolved. The system functioned as intended after the technical service specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating, it is on critical override. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.